Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 22-mar-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the "bars migrated. No injury nor medical intervention. The t-bars were placed in (B)(6) 2022. (About 6 months ago) it was found in the process of mrt (magnetic resonance test) or CT (computed tomography). No injury nor medical intervention." Additional information received 01-mar-2023 stated it is unknown as to why the CT/ mrt was performed but it was not due to the patient's worsened condition. The location of the t-bars on the CT/mrt was noted to be somewhere between gastric wall and abdominal wall. It appeared the t-bar remained in the location for a while or since the first placement.